Event description:
Information was received from the manufacturer's representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that the trial patient had a urinary tract infection and the medication they were given made their urine turn orange. They also reported they did not sleep well last night with the device around their waist. No changes were made as the patient was pleased with the evaluation and no longer leaking. It was unknown what interventions had been performed or if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as "alive - no injury". There were no further complications reported or anticipated.